Manufacturer narrative:
The lot history record review and the unique identifier (UDI) will be submitted in a supplemental report. The device has not been returned. If the device returns, a device investigation will be performed. Additional information will be submitted within 30 days of receipt. (B)(4).

Event description:
The healthcare professional reported that during the coil embolization of an aneurysm for pre-stent graft type ii endoleak prevention at the right internal iliac artery (iia) on a male patient of an unknown age with mildly tortuous and mildly calcified vessel, the orbit galaxy complex fill coil (640cf3575 / 17622798) was selected as the first coil. The target vessel was composed of three collateral blood vessels extending from the right internal iliac artery, the first target vessel was selected and the orbit galaxy complex fill coil was inserted and the physician attempted to detach the coil but the coil failed to detach. The coil was replaced and the new coil was placed without any issue. The coil embolization was also performed on the second and third blood vessels and the procedure was successfully completed without further issues or delay. There was no report of patient injury or adverse event; the product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter.

Manufacturer narrative:
The healthcare professional reported that during the coil embolization of an aneurysm for pre-stent graft type ii endoleak prevention at the right internal iliac artery (iia) on a male patient of an unknown age with mildly tortuous and mildly calcified vessel, the orbit galaxy complex fill coil (640cf3575/17622798) was selected as the first coil. The target vessel was composed of three collateral blood vessels extending from the right internal iliac artery, the first target vessel was selected and the orbit galaxy complex fill coil was inserted and the physician attempted to detach the coil but the coil failed to detach. The syringe was connected properly and prepared in accordance with the instruction for use (IFU). The coil was successfully removed from the patient and was replaced. The new coil was placed without any issue. The coil embolization was also performed on the second and third blood vessels and the procedure was successfully completed without further issues or delay. There was no report of patient injury or adverse event; the product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The non-sterile orbit galaxy complex fill coil 3.5x7.5 was received in tangled condition inside of a plastic bag. The hypotube was inspected and no damages were observed. The introducer was found partially zipped. The support coil, the gripper, and the embolic coil were received outside of the introducer. The gripper and the embolic coil were inspected under the microscope. The gripper was observed to be without damage while the embolic coil was observed to be stretched. Using lab sample syringe 635-002, the orbit galaxy coil was purged on the blue zone. The pressure was increased to the green zone and the coil detached without any difficulty. The reported issue of failure to detach issue related to the orbit galaxy complex fill coil 3.5x7.5 was not confirmed during the functional test. Process and/or procedural-related factors may have been the cause(s) of the reported issue. A review of the manufacturing documentation associated with lot 17622798 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). The healthcare professional reported that during the coil embolization of an aneurysm for pre-stent graft type ii endoleak prevention at the right internal iliac artery (iia) on a male patient of an unknown age with mildly tortuous and mildly calcified vessel, the orbit galaxy complex fill coil (640cf3575 / 17622798) was selected as the first coil. The target vessel was composed of three collateral blood vessels extending from the right internal iliac artery, the first target vessel was selected and the orbit galaxy complex fill coil was inserted and the physician attempted to detach the coil but the coil failed to detach. The syringe was connected properly and prepared in accordance with the instruction for use (IFU). The coil was successfully removed from the patient and was replaced. The new coil was placed without any issue. The coil embolization was also performed on the second and third blood vessels and the procedure was successfully completed without further issues or delay. There was no report of patient injury or adverse event; the product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. A review of the manufacturing documentation associated with lot 17622798 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The device has not been returned. If the device returns, a device investigation will be performed. Additional information will be submitted within 30 days of receipt. Product complaint : (B)(4).